Event description:
It was reported to philips that the device will not boot up. No patient involvement or harm/injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.